Event description:
It was reported via repair work order that the unit cannot support weight due to broken lock bar struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.